Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump was self-suspending, resulting in elevated blood glucose (bg) of 257mg/dl with nausea and vomiting the morning of (B)(6) 2012. The patient stated that he took a correction injection and his bg came down to 150mg/dl. A review of the pump history shows the pump was suspended on (B)(6) /2012, at 3:27am and resumed at 7:14am. The pump history also shows suspends on (B)(6) 2012, at 2:53pm, resumed at 4:14pm; and on (B)(6) 2012, at 12:12pm, resumed at 5:54pm. The patient denies that he suspended the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the pump self-suspending.